Event description:
It was reported that the pt was hospitalized late last week due to lack of therapeutic effect (she had been "throwing up all last week"). It was noted that this normally indicated that she needed to have her stimulation increased. Her stimulation was decreased (B) (6) 2009 because of a stroke. She was re-directed to her physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).